Event description:
Event description guidant received information that this right ventricular (rv) lead has displayed high impedance measurements of greater than 2500 ohms for the past year, and also has exhibited decreased sensing and loss of capture episodes. A lead fracture is suspected but there is no confirmation at this time. To date, there have been no reported patient symptoms associated with this clinical observation.